Manufacturer narrative:
The reported alarms for low oxygen concentration, was not reproduced during test of the returned oxygen-gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviations during tests in the production test system. The failure could not be confirmed in received device logs, since the log files were only covering a period prior to the event. A failing oxygen gas module during ventilation, may result in the patient receiving lower amount of oxygen in the gas mixture than expected. We have not been able to reproduce the reported problem and therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator showed intermittent low o2 alarms. There was no patient involvement reported. (B)(4).